Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have still pieces left over') and abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), menometrorrhagia ("heavy irregular periods"), fatigue ("chronic fatigue/I was so tired all the time"), asthenia ("no energy"), constipation ("constipation") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the device breakage, back pain, menometrorrhagia, fatigue, constipation and irritable bowel syndrome outcome was unknown, the abdominal pain and headache had resolved and the asthenia was resolving. The reporter considered abdominal pain, asthenia, back pain, constipation, device breakage, fatigue, headache, irritable bowel syndrome and menometrorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: device breakage. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), menometrorrhagia ("heavy irregular periods"), fatigue ("chronic fatigue/I was so tired all the time"), asthenia ("no energy"), constipation ("constipation") and irritable bowel syndrome ("irritable bowel syndrome"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the abdominal pain and headache had resolved, the back pain, menometrorrhagia, fatigue, constipation and irritable bowel syndrome outcome was unknown and the asthenia was resolving. The reporter considered abdominal pain, asthenia, back pain, constipation, fatigue, headache, irritable bowel syndrome and menometrorrhagia to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: back pain, abdominal pain, headaches, heavy irregular periods, chronic fatigue, loss of energy. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event: constipation and irritable bowel syndrome event were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I have still pieces left over') and abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), menometrorrhagia ("heavy irregular periods"), fatigue ("chronic fatigue/I was so tired all the time"), asthenia ("no energy"), constipation ("constipation"), irritable bowel syndrome ("irritable bowel syndrome"), breast pain ("sharp stabbing pain in my breast"), dyspnoea ("takes your breath away"), breast cyst ("breast cysts") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the device breakage, back pain, menometrorrhagia, fatigue, constipation, irritable bowel syndrome and ovarian cyst outcome was unknown, the abdominal pain and headache had resolved and the asthenia was resolving. The reporter considered breast cyst, breast pain and dyspnoea to be unrelated to essure. The reporter considered abdominal pain, asthenia, back pain, constipation, device breakage, fatigue, headache, irritable bowel syndrome, menometrorrhagia and ovarian cyst to be related to essure. The reporter commented: I used to get sharp stabbing pain in my breasts. Takes your breath away. It wasn't essure, it was breast cysts. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events ¿sharp stabbing pain in my breast¿, ¿takes your breath away¿, ¿breast cysts¿, ¿ovarian cysts¿ were added. Reporter causality comment was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), menometrorrhagia ("heavy irregular periods"), fatigue ("chronic fatigue/ I was so tired all the time") and asthenia ("no energy"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the abdominal pain and headache had resolved, the back pain, menometrorrhagia and fatigue outcome was unknown and the asthenia was resolving. The reporter considered abdominal pain, asthenia, back pain, fatigue, headache and menometrorrhagia to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: back pain, abdominal pain, headaches, heavy irregular periods, chronic fatigue, loss of energy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.